Event description:
Female cusotmer reporting 2 false negative sars results. Customer states they were symptomatic for 3 days prior to testing and the results were positive by urgent care rapid antigen test. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion:a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: website.